Event description:
It was reported that the patient reported recurrent inflammations at previous infusion sites (approximately eight episodes since therapy initiation), presenting as 5 × 3 cm subcutaneous ¿bumps.¿ he received oral antibiotics on three occasions and was under physician care.

Manufacturer narrative:
E1 : name: abbvie inc. Country: united states of america. Street: 1 north waukegan road. City: north chicago. State: illinois. Zip code: 60064. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.